Event description:
It was reported that during a cardiac ablation procedure, the pulseselect catheter was advanced over an another manufacturer's extra stiff guidewire to the left atrium. The catheter array was inverted and did not appear correct upon deployment, despite no issues with the slider. An attempt was made to recapture and redeploy the array, but the same issue was noted. The catheter was removed from the body it still did not look correct. A replacement pulseselect catheter was used which resolved the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the pscc100 catheter with lot number 0012726948 was returned and analyzed. No anomalies were identified during external visual inspection of the array, shaft, and handle. The printed circuit board assembly (pcba) chip was reprogrammed and the catheter passed performance functional testing with the generator; therapy deliveries were completed with no system errors generated. No performance issues were identified. Deflection testing (rotating the steering knob clockwise and counter-clockwise) was performed, and the distal catheter tip responded with approximately 170° rotation in both directions. No anomalies were observed. The slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guidewire lumen, no kinks and other anomalies were observed along the extended portion. Electrical continuity testing did not reveal any anomalies. During further inspection of the array, the distal arm pebax tube was observed to be ribbed. During further inspection of the handle, it was observed that the shaft was broken at the distal tip of the handle. In conclusion, the reported array inversion was not confirmed during testing. The catheter failed the returned product inspection due to a ribbed distal arm pebax tube and a broken handle. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.